Manufacturer narrative:
The device is expected to be returned for evaluation. A follow-up report will be submitted upon completion thereof.

Event description:
It was reported that the traction device powered off and turned on again during treatment. It then suddenly pulled on the patient's neck. There was reportedly no patient injury.